Event description:
(B)(4). It was reported post a percutaneous coronary intervention with stent implantation, angina occurred. The subject presented due to stable angina (ccs class 3) and was referred for cardiac catheterization. The target lesion was located in the right coronary artery (rca) and was described as 15mm long, with a vessel diameter of 2.50 mm and 70% stenosis. The lesion was treated with pre-dilatation and deployment of a promus element stent 2.50x20mm with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. Post index procedure, in (B)(6) 2010, angina pectoris was reported. In (B)(6) 2012, another angina pectoris was reported. The patient was hospitalized. Exercise tests were done, no rise in biomarker or changes in the ECG was noticed. An elective angiography was scheduled. The patient was discharged two days later. The event has not resolved and the subject has not recovered.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).